Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer's blood glucose was unknown at the time of incident. The alarm occurred during normal use. The customer also stated there was a replace battery alarm now. The alarms were cleared, the customer inserted a new battery, the insulin pump alarmed again. The customer was asked to check the contact on the battery cap, missing or damaged; the customer was unsure. The customer will be sent a replacement battery cap.